Event description:
On (B)(6), the user's wife contacted dario to report high blood glucose (bg) readings. The user's wife reported that the user, who is a pre-diabetic, tested his fasting bg level and it read 350 mg/dl on his dario meter, when according to the user's wife, his normal fasting bg level is between 104 mg/dl and 105 mg/dl. The user's wife reported that her husband tested his bg reading once again and received the same reading as he previously received. Due to the above, the user went to his doctor, where his bg level was tested and found to read 124 mg/dl from the doctor's meter. Following the doctor's visit, the user tested his strips using dario's control solution and the readings were still above 300 mg/dl. Thereafter, the user opened a new cartridge of strips, which he tested with and received a bg reading of 114 mg/dl, which the user's wife reported is a normal range for him.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information regarding the meter and old strips available to further investigate this case. The high readings may have been due to the misuse of strips, since the user's issue was resolved with a new cartridge of strips. Therefore, no resolution is available.